Event description:
Zimmer 2.0 drill bit broke during procedure and part of it was left in patient. Surgeon is aware and surgery continued as planned. The drill bit broke off in the patient's bone, and the surgeon decided that it would cause more harm to attempt to remove it than to leave it. This is then disclosed to the patient.